Event description:
It was reported that communicator and programmer interrogation of this cardiac resynchronization therapy pacemaker (crt-p) were unsuccessful, and it was suspected that the crt-p was operating in safety mode. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that communicator and programmer interrogation of this cardiac resynchronization therapy pacemaker (crt-p) were unsuccessful, and it was suspected that the crt-p was operating in safety mode. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received confirmed that this crt-p had entered safety mode. No additional adverse patient effects were reported. The explanted device was retained by the hospital.